Event description:
It was reported via repair work order that the mattress had fluid intrusion due to peeling and delamination. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Mattress cover was replaced.